Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
An optometrist reported that a pt presented with blurry vision and dryness in the right eye, two weeks following lasik surgery. Epithelial ingrowth was detected and a flap lift and rinse performed without complication. In a follow up, the optometrist reported that the event resolved following the lift and rinse procedure.